Event description:
The patient was undergoing an embolization procedure in the splenic artery using ruby coils. During the procedure, the physician attempted to deploy the first ruby coil in the splenic artery aneurysm but was not happy with the coil placement. The physician then attempted to retract the coil at which point the coil "broke". The coil was not retrieved and it remained in the splenic artery. The artery was not compromised and remained open. The physician continued coiling the aneurysm using many different sized coils, but as he retracted the following coils, he experienced a stretching feeling. The physician decided to retract the coils out of the patient and use a different coil to complete the procedure. There was no adverse effect on the patient and the treatment was successfully completed. Five days later it was reported that the patient was clinically ok.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation as it remained in the patient. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00073, 00074, and 00076. Device was disposed of by the hospital.